Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Additionally, an endoscopic support specialist (ess) onsite inspection was dispatched to the user facility. During the inspection, the ess found that the scope listed had multiple issues leading to the recommendation that it be sent in for further evaluation and repair. Ess found scrapes in the instrument channel outlet commonly seen from the misuse of needle devices. This type of damage presents an infection control risk. All results have been documented on the endoscope and accessory evaluation form and attached to this case. Ess informed the customer that this scope should be removed from service and sent in for repair.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited incorrect reprocessing. The issue was found during service/maintenance. There were no reports of patient involvement.